Event description:
Legal counsel for the patient reported that the patient underwent left total hip arthroplasty procedure (B)(6) 2008. Legal counsel for patient reports allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels and metallosis. Subsequently, legal counsel for patient reports allegations of an unsuccessful revision procedure on (B)(6) 2009 where surgeon was unable to remove all components. It is reported that the revision procedure was postponed until receipt of additional components. A reported revision procedure was performed (B)(6) 2009 where the head, adapter and cup were removed and replaced. Legal counsel for patient alleges a further revision was performed (B)(6), 2012 due to alleged subluxation and near dislocation. The head, adapter, liner and cup were removed and replaced. No further information has been provided. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 7 of 7 mdrs filed for this event (reference 1825034-2013-02782 / 02788).